Manufacturer narrative:
(B)(4). Examination of the returned modified hudson adapter (lot-h1210) confirmed the reported event. Previous reports of this failure resulted in a design review by the depuy (B)(4) product development engineering in the 1st quarter of 2008. The design review did not identify a design change to the mating end that would eliminate the spinning of the reamers inside the adapter once the reamers have been subjected to usage/hard cortical bone and begin to wear. Based on this investigations determination of wear out as the root cause, no corrective action is being pursued.

Event description:
The hudson adaptor will not hold the reamers.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.